Manufacturer narrative:
(B)(4). (B)(4). The mitraclip instructions for use instructs the user to remove the gripper line prior to cds removal. All available information was investigated and the reported inability to remove the gripper line appears to be a result of user error of not removing the gripper line prior to the removal of the cds. Based on the information reviewed there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch reports, the following information was received: gripper line removability was established prior to removal of the clip delivery system (cds); however, removal of the gripper line was not performed prior to removal of the cds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report gripper line breakage during removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a large anterior leaflet prolapse. The clip delivery system (cds) was advanced and the clip deployed without issue. Gripper line removability was not established, as the focus was on the atraumatic tip being close to the mitral valve. When the cds was removed from the anatomy, without resistance felt, the gripper line was left inside. Most of the gripper line was retrieved with a catheter; however, the gripper line broke and a piece was left behind in the anatomy. The procedure was completed, reducing mr to grade 1. The patient was noted to be stable. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the IFU warns that failure to establish gripper line removability (eglr) prior to deployment of the clip may result in inability to remove the gripper line. All available information was investigated and the reported inability to remove the gripper line appears to be a result of user error; the reported gripper line break was likely a secondary effect of the difficulty encountered during removal of the line. The user error is associated with the user not performing the eglr test and the removal of the clip delivery system (cds) prior to the removal of the gripper line. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.